Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set kinked cannula event on (B)(6) 2024 . The event occured 3 or more hours after insertion. The insertion site was at abdomen. The blood glucose level was over 500 mg/dl and the patient was treated with correction injection via multiple daily injection (mdi). Patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.